Event description:
Dog pet owner reported used about 25 pen needles from this box and realized dog was not getting his insulin. Does not complete a flow check. Dog went into ketoacidosis. Had medical attention and is fine now. Caller has the pen needles. Sending mailing kit. --dog was in hospital for 2 days about a month ago with IV fluids and another medication to help dog eat food. They increased insulin dose from 2 units twice a day to 4 units twice a day. Dog weight is 15lbs. Dc . Lot # 2279565, catalog# 320616 relion pen needle, date of event unknown , sample status awaiting sample.

Manufacturer narrative:
25 pen needles affected in this event, medwatch section c for the affected product is attached.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.